Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/17/2022. H3 investigational narrative: visual analysis of the returned sample determined that one empty labeled winding former and two dispensed needle-suture of product code w9073h were received to ethicon inc for evaluation. As per the visual inspection of the product received, the swage and attachment area was noted to be as expected and no needle bending was observed. The sutures suffered thermal deformation, including shrinkage, and melting into the winding former; however, in the visual inspection of the winding former, no damaged or defect on the plastic tray could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The suture from opened product had significant thermal damage, including shrinkage and melting. The thermal damage to the suture is consistent with re-sterilization by autoclaving. In addition, product packaging clearly states: ¿do not reuse re-sterilize¿. Autoclaving conditions thermally damage the product and fatigue the packaging and the reported complaint is confirmed by an external cause. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational narrative: one packet of product code w9073h was returned to ethicon inc for analysis. Upon initial inspection of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected and no needle bending was observed. The suture wad dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 10/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: there was no negative result about the patient, the procedure was completed with another brand of suture. Please confirm number of devices that had suture breakage and bending issue during the procedure. 4-5 units related medwatch report - 2210968-2021-06762, 2210968-2021-09081, 2210968-2021-09082, 2210968-2021-09083

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional h3 investigation summary: h3 investigation summary: upon visual inspection of the one picture received to for evaluation. It was observed an opened box product code w9703. The reported condition of breakage suture and needle bending were not observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: the product with lot number 8695h is not included in this event. During the same procedure, suture breakage and bending occurred in a few sutures of the w9073h coded product. There was no negative result about the patient, the procedure was completed with another brand of suture. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "during the same procedure, suture breakage and bending occurred in a few sutures of the w9073h coded product." Please confirm number of devices that had suture breakage and bending issue during the procedure. Please provide details. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: prolene suture product code 8695h, lot qcbemd was not involved in this event. Is this correct? For the pds ii suture of product code w9073h, lot qmmjmb: for the device with lot qmmjmb, did the intra-op suture breakage occur on the same device as the intra-op needle bending? Did only 1 device from lot qmmjmb have an issue during this eyelid suspension procedure? Procedure date? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent an eyelid suspension procedure on an unknown date and suture was used. During the procedure, the thread ripped. There were no adverse patient consequences. Additional information has been requested.